Event description:
The pump was returned for investigation. Investigation revealed that the display was found to have dim and pink contrast. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/02/2013 with the following findings: during testing, the pump booted to the verify screen with a dim and pink display. The pump display screen was replaced with a test screen and the display returned to normal. Unrelated to the display issue, the battery compartment was found to have a crack from threads to case seal. (B)(6).